Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Blood glucose reading was almost 1000 mg/dl. Customer was hospitalized on (B)(6) 2020 for an unknown period of time. Customer has been using insulin pump system within 48 hours of reported high blood glucose. The customer stated the pump did not give any alarms, was not delivering insulin, and the pump was leaking. Customer stopped and changed infusion set and reservoir, but the pump still was not delivering insulin the customer stated that the insulin pump will / will not be returned for analysis.